Event description:
According to the reporter, the unit had a package integrity issue which caused the tube to be kinked. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the reported complaint was verified from the pictures provided. The unit was evaluated. The tube is seemed to be kinked in the packaging which is not yet opened. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit tube was kinked. There was no patient involvement.